Event description:
It was reported that the patient¿s ilet was disconnected from the cgm for most of the day, the patient attempted to pair in the morning, received alerts indicating the bg run was expiring and then expired, refrained from entering a bg due to a high fingerstick value, and later reported high blood glucose while the ilet was not delivering insulin. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education without a change to alternative therapy and no hospitalization. Investigation included remote review and user troubleshooting with education on best practices if insulin delivery stops. Investigation of this case revealed that the device stopped automated insulin delivery when the cgm data were unavailable and the user did not enter a replacement bg after receiving the alerts, which is consistent with expected device behavior under loss of cgm input. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use environment contributing to loss of sensor data and missed bg entry.